Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred and the patient died. The patient presented with st elevation myocardial infarction for percutaneous coronary intervention of the right coronary artery (rca) and left anterior descending artery (lad). A synergy drug-eluting stent was implanted in lad and another one in rca. Heparin was given during the procedure and oral anti platelet was given as the patient was coming off the table. On the same day, the patient went into ventricular tachycardia and vomited. The patient was shocked several times and was taken back to the cath lab. Some clot was seen in the implanted stents. Flow was restored to the lad, where stent thrombosis had occurred, but the patient experienced cardiac arrest and subsequently died.